Manufacturer narrative:
(B) (4)

Event description:
The patient reported that the "stim was stuck on high" and it took an hour before he could turn it down and off. The patient was using an antenna. The patient was instructed to unplug the antenna and then, the programmer worked fine. The patient also stated that he may want to have the system removed because "I dont use it much after my hip replacement." At the end of november, the patient reported an overstimulation sensation while the stimulator was on; it was noted to be a shocking or jolting sensation. The patient wanted to have the device removed. Follow-up with the patient's physician was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available. Additional information has been requested, a follow-up report will be sent if additional information becomes available.